Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was missing. The reported problem for downstream occlusion sensor seal was bubbled was verified during visual inspection. Performed no disposable alarm testing of pump as per procedure. Due to alarms found in event history log, recommended replacing the upstream sensor as a preventative measure. Root cause is unknown. Replaced downstream occlusion sensor seal and upstream occlusion sensor. A corrective and preventative action was opened to address downstream sensor seal trend.

Event description:
It was reported that the downstream occlusion sensor seal was damaged during testing. No patient injury reported.